Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had chronic pain and back problems. During the implant procedure of this left ventricular (lv) lead, the patient did not have anesthesia support and was in excruciating back pain. Once the delivery system was successfully removed, the physician pulled on the lead to check the slack and ended up pulling the lead back completely. It was noted the lv lead measurements were good prior to this occurring. After the lead was pulled back, however, it was not capturing due to the location. The patient wanted the surgery to be finished, so the physician closed the pocket and brought the patient back a month later for a lead revision with anesthesia support. When the patient returned for the lv lead revision, the physician elected to use a spiral lv lead instead of this straight lv lead. No additional adverse patient effects were reported.